Event description:
This is filed to report incomplete coaptation, tissue damage and recurrent mitral regurgitation it was reported that a mitraclip procedure was performed to treat severe functional mitral regurgitation (mr) with grade 4 and enlarged atrium. Two clips were implanted (xtw and xt), reducing mr to a grade of 1. On (B)(6) 2023, a transthoracic echocardiogram (tte) was performed and revealed the mitraclip xt clip had detached from the posterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing the mr to increase to grade 2. On (B)(6) 2023, while reviewing the transesophageal echocardiography (tee), a leaflet tear was confirmed. A ruptured chord in the left ventricle (lv) was also observed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation is due to patient anatomy (annular dilatation). The cause of the reported tissue injury and recurrent mitral regurgitation (mr) appear to be due to incomplete coaptation. The reported effect of tissue injury and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.